Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 537 mg/dl. A correction bolus was delivered to address bg. The customer reported the phone required them to input a passcode. Technical support explained that the passcode required was the iphone passcode, allowing the customer to access the app, thereby resolving the issue.